Manufacturer narrative:
Follow-up being sent to correct bone type described from iii to ii. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that 21 days after the dental implant was installed in intraoral region 14#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the system, so it was not considered. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 21 days after the dental implant was installed in intraoral region 14#, its non-osseointegration was observed. Moreover, the patient present end bone type iii.